Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement of the rv lead was observed. The physician suspected the dislodgement was due to implant technique and patient ambulation. Abbott technical support was contacted and the device was reprogrammed to deactivate therapy. Later, the rv lead was explanted and replaced to resolve the event. The patient was in stable condition.